Event description:
A pt with a cook tpn single lumen tpn catheter already in situ (since (B)(6) 2013) ended up with a line breakage on (B)(6) 2014. Limited reinforced area caused heavier end to bend causing breakage in the line. Line cracked and leaking. The customer inserted a peripheral line for glucose management until the tpn could be restarted.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.